Event description:
During an ablation procedure, there was reduced deflection of the catheter and the catheter could not be flushed. The same thing happened again a week later with another patient. The catheter had the same expiration date as one used the week before. Then, it happened again the following month with the same issue and the same device.